Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the distal tip was damaged. Unformed staples released into the abdomen. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 mins. The procedure was converted from laparoscopic to open surgery.

Manufacturer narrative:
(B)(4).